Manufacturer narrative:
The sample has not been returned for evaluation. The investigation is in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated the second filter from the same lot failed to expand.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. After the third notification, the sample was not returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided, which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed. Without the necessary evidence, a thorough investigation cannot be completed. Determining a root cause and corrective action is not possible. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.